Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. Estimated blood loss was 5cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up on the same machine. The sample is available for manufacturer evaluation.

Manufacturer narrative:
The reported complaint is a confirmed as visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the non-cavity ID end. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter caps and blood port caps. The fibers were wet with evidence of blood exposure. Coagulated blood was noted between threads of the screw flanges and the dialyzer housing on both ends. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed (possibly due to coagulated blood); however, the observed debris may have created an improper sealing surface during treatment resulting in the reported leak. Visual characteristics of the debris are consistent with polyurethane/polyethylene silvers; they are thin and flexible but retain shape. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.